Event description:
It was reported that this event involved a female pt with an arm dialysis graft. The pt's diagnosis is renal failure. The physician was performing a declot procedure via the pt's graft. Upon removing the device through the sheath, the catheter basket broke off in the pt's vessel. As a result, the pt was sent the next day to the hospital operating room to have the basket removed.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.